Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. It is reported the bar remains implanted, therefore no product will be returned for evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event, reference 0001032347-2017-00027.

Event description:
It was reported the pre-bent pectus bar stuck out too much on the side and the bar had to be bent while in the chest. In addition, it was reported if the patient has breasts the french bender will not bend in plane. There was a ten minute surgical delay; an orthopedic bender was used to complete the procedure.

Manufacturer narrative:
The complaint could not be verified as there are no post-op scans, or intraoperative pictures available. The design engineer overlays a bar shape and a range of sizes onto a CT scan slice to design the bar. The size of the bar is dependent on the location of the CT scan slice. If the surgeon places the bar in a different location of the CT slice, the bar may not fit as expected. The surgeon was given confirmation scans to approve and pick what bar length to use. The instructions for use (IFU) states ¿the surgeon is to be thoroughly familiar with the implants and the surgical procedure prior to surgery. The correct selection and placement of the implant is important. Preoperative planning to determine the most appropriate size and final position of the implant is required.¿ the most likely underlying cause of the complaint is surgeon preference as the surgeon reviewed the design and picked the bar lengths. There are no indications of manufacturing defects.